Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy when the clip was fired on the cystic duct the distal tip of the clip did not close tight enough. The surgeon fired a second clip to complete the procedure with no patient consequences reported.